Event description:
It was reported that during a biliary stenting treatment procedure, the device failed to deploy. The target lesion was in the common bile duct (cbd). A 10x80 wallstent rx biliary stent was advanced to the target lesion, but the sheath would not retract, and the device would not deploy. The distal tip of the stent did not perforate the outer sheath. The procedure was completed with an unspecified type of "10x60 stent". There were no patient complications reported with the patient's current condition listed as "fine".